Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary : initially the actual device was not received for evaluation, however performance data was collected from the device and analyzed. Analysis revealed non-physiologic oversensing. It was also noted that the right ventricular pacing impedance was rising. Model 5076, implantable pacing lead, implanted 2004 (B)(6). (B)(4).

Event description:
It was reported a remote monitoring transmission alert was received by the hospital. It was observed remotely that the right ventricular (rv) implantable defibrillation lead exhibited rising impedance and threshold increase and multiple short ventricular-ventricular (v-v) intervals were detected. A potential lead fracture is suspected. Noise was also noted in the bipolar configuration. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary #(B)(4) - the distal segment of the lead was returned and analyzed. Analysis revealed that the proximal conductor of the lead developed a fracture due to flexing while in vivo. (B)(4).

Manufacturer narrative:
The distal segment of the lead was returned and analyzed. Analysis revealed that the proximal conductor of the lead developed a fracture due to flexing while in vivo. (B)(4).